Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 22 mmol/l to 27 mmol/l. The customer treated with insulin pump and manual injection. Customer reported that the high blood glucose levels began a month ago. Customer declined to check for leaks or air bubbles, site or insulin issues. The device settings were correct. Customer declined high pressure test. Customer also reported that the insulin pump had an insulin flow blocked alarm. The product was not returned for analysis.